Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed primary audible alarm. No further information provided. No patient injury.

Manufacturer narrative:
Device evaluation: both tamper seals are intact. Chipped top case corners, left plunger case screw post broken, bottom case screw post broken. Found no primary audible alarm errors in event history log. Power up process, audio test, occlusion test. Cannot duplicate any primary audible alarm error. No problem was found. Adc counts were within spec. No repair needed for reported problem since no problem was found. Performed power up process, audio test, pm and all functional tests which passed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.